Event description:
Device issue: balloon rupture. Time of device issue: during dilatation. Adverse event: none. It was reported that an rx voyager balloon catheter was advanced to the lesion in the mid rca; however, the balloon ruptured at 14 atmospheres (atm) during the first inflation. The rx voyager was removed without incident and an aspiration catheter was advanced successfully to the lesion. There were no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete.